Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced high blood glucose. Customer's blood glucose rose to 518 mg/dl. The customer also reported a battery out limit alarm after inserting a new battery. The customer declined to troubleshoot for their high blood glucose. Customer attempted to treat their blood glucose with a bolus. No additional information provided.